Manufacturer narrative:
(B)(4). The exact event date is unknown; however, the reporter indicated that the issues occurred between (B)(6) 2017. Device manufacture dates: 06/09/2017 - 06/14/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during reconstitution using eight (8) vial-mate adapters. The vials in use were piperacillin / tazobactam and vancomycin (quantity of each not specified). There was no patient involvement. No additional information is available.